Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Continuation of d10: product ID ev240152 (evl008314v); product type: 0264-lead-hv; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one month post implant of the extravascular implantable cardioverter defibrillator (ev-ICD) system, reddening was observed at the patients pocket incision. The physician suspected a possible infection and possible insufficient suturing. The patient was hospitalized and debridement of the wound site was performed. An infected suture was removed. Intravenous antibiotics were administered for two weeks, resulting in considerable improvement. Oral antibiotics were provided and the patient was discharged. The ev ICD system remains in use. No further patient complications have been reported as a result of this event.